Manufacturer narrative:
The device was received not deployed with the pink slide insert not present in the top housing window. After removal of the top and bottom housing, the needle mechanism components full deployed. Damage was observed to the soft cannula, as it was scrunched on the formed needle and the formed needle was bent. Inspection of the environmental seal found damage indicating that the formed needle and soft cannula had initially fired into it. The incorrectly installed chassis caused the formed needle and soft cannula to not properly deploy through the bottom housing causing the reported needle mechanism failure.

Event description:
It was reported that the cannula did not deploy during the activation process, and the pink slide did not move forward; this indicates a needle mechanism failure. No impact to the patient's blood glucose level was noted. Details regarding treatment were not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.